Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream error. A review of the event history log identified downstream occlusion alarms, however, these occurrences could be true alarms. Evaluation was unable to reproduce to issue and observed no discrepancies related to the downstream sensor. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream error in the biomed service department. There was no patient involvement. No additional information is available.